Manufacturer narrative:
(B)(4). D10: unk triflange. Unk competitor stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. During the procedure, a triflange was implanted with zimmer biomet liner and competitor stem. Pt had unknown medical episode causing him to dislocate hip. Surgeon attempted reduction and broke pt femur in the process. The patient was revised approximate 2 months post-implantation due to the dislocation and bone fracture. A constrained liner and arcos stem was implanted. Attempts have been made and no further information has been provided.